Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Blood glucose at the time of the incident was 209 mg/dl. The customer explained that the screen was solid white and did not return to normal after removing and reinserting the battery. The customer indicated the screen did not flash when turning on after being in sleep mode. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. No missing segments, partial display or solid white display noted.